Event description:
It was reported that the patient experienced a shocking or jolting sensation, even when the implantable neurostimulator was off. The patient met with a manufacturer representative and found that the battery, a restore advanced, was in an overdischarged state for the second time. The overdischarge was due to patient compliance. The hcp and the patient wanted to replace the battery with a restoreultra rechargeable. The battery was replaced and the patient was receiving great therapy. Additional information has been requested, but was not available as of the date of this report.